Event description:
(B)(4) MDR - after an implant duration of about 6 years, it was reported that shocks had been delivered and the pt called emergency. Shocks were delivered again, while the pt was being rescued by the emergency team due to ventricular tachycardia. Afterwards, the ICD could not be interrogated. An insulation failure of the lead was noted during the explant procedure. No other adverse pt side effects have been reported. The lead and the ICD were explanted and new devices were implanted. The date of implant was not provided, but it is believed the lumax 540 vr-t dx was implanted for about a year and the lead for about 6 years.

Manufacturer narrative:
(B)(4) MDR.